Manufacturer narrative:
This supplemental report is being submitted to provide additional information. -omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -omsc confirmed that there were gaps on the surface of the ultrasound transducer. There is a possibility that the reported phenomenon occurred by external stress such as rubbing the ultrasound transducer surface strongly. Therefore, omsc guessed that the reported phenomenon occurred by user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the surface of the ultrasound transducer of the subject device partially peeled off. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.